Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer was treated with intravenous fluids of "sugar" and potassium to address bg. Customer was discharged 3 days later, (B)(6) 2026. Recommendation was made to consult with a healthcare provider regarding diabetes.